Manufacturer narrative:
(B)(4). Batch #: u94648. Additional information was requested and the following was obtained: the blade was broken outside the patient, and no pieces fell into the patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hdh05 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, it was noted the blade was loose from the shaft sheath. Upon visual inspection, it was noticed that the retention pin insulation was damaged. Damage to the pin coating could result in alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. Due to the device condition, no functional test could be performed. No conclusion could be reached as to what caused this issue. It is possible that the reported noise issue could have been caused by metal to metal contact once the blade was damaged. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that, during an ob-gyn procedure, an unexpected metallic sound was heard. The blade was broken. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.